Event description:
It was reported that the patient had twiddlers syndrome. The leads were unsnarled in 2008. At about five months later, noise was noted on the atrial lead. The lead was capped and replaced.

Manufacturer narrative:
Na